Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the milagro advance screw 7x23mm device broke in the middle of the shaft when it was inserted into the bone. According to the reporter, the event occurred during anterior cruciate ligament screw fixation femur bone size block. It was reported that the screw was being used with universal driver 219500. It was reported that the screw was being inserted over a guidewire. It was reported that the tunnel size was femur: tunnel 9/tendon 7,5. It was reported that the surgeon did not tap prior to inserting the screw for both femoral and tibial. It was reported that the surgeon did not use the milagro advance tap nor the surgeon notch. It was reported that the procedure was completed with half of the screw stayed in the bone. There was no delay in the procedure. It was reported that although the screw broke, it was still used and held the tendon in place without a backup device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.